Event description:
The event is reported as: alleged issue: during a surgery on a dog, the pin snapped and the instrument was no longer usable. No pt injury reported.

Manufacturer narrative:
Device sample received by manufacturer, but investigation is incomplete at time of this report.